Event description:
Boston scientific received information that one day post implant of this device, a pleural effusion was observed. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received that the pleural effusion was not a result of the recent implant procedure and there was no additional intervention performed. This product issue will be updated if additional information is received.